Event description:
It was reported that there were high impedances on both defibrillation coils. It was further reported that there was a confirmed lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, (B)(6) 2008.

Event description:
It was reported that there were high impedances on both defibrillation coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the inner insulation had a depression breach, and the outer insulation of the lead developed a breach due to a depression while in vivo; full lead in segments returned and analyzed.